Event description:
Upon receipt of device, no info regarding the reason for removal was indicated. Attempts have been made to obtain this info, but to date, have been unsuccessful. Gross examination of the device showed an anomaly on one of the tubings. Therefore, qa concluded that a complaint is associated with this device and a file will be opened accordingly.